Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the health care provider attempted to upgrade the patient¿s device but the process failed twice. The programmer was turned off and the device was re-interrogated and found to be in back-up vvi. A firmware download was performed and the device was reprogrammed to its original settings. No further information was available.